Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the patient underwent surgery on (B)(6) 2008, due to reports of pain over the implant site. A knotted suture located over the magnet site was removed and the device was repositioned. This reportedly resolved the issue. The implanted device remains. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient underwent a surgical procedure (type and date not reported) to resolve pain around the coil site. The implanted device remains. Additional information has been requested, however not received as of the date of this report, (B)(4) 2012.